Manufacturer narrative:
This report is submitted on 11 march 2020.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was hospitalised on (B)(6) 2020 for a duration of 2 days. The patient was treated with pain medication.

Manufacturer narrative:
This report is submitted (B)(6) 2020.

Manufacturer narrative:
This report is submitted on (B)(6) 2020.